Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Subsequently, a malfunction alarm occurred. During troubleshooting with technical support, the cartridge alarm and malfunction alarm were cleared and customer reloaded the cartridge to resume insulin delivery. The customer's blood glucose (bg) level was displayed as "high"; however, no specific value was provided. At the time of the report with tandem technical support, customer had not addressed bg.